Event description:
Customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 160 mg/dl. Customer stated that the insulin pump was in his pocket and something might have been pressed against it. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and a cracked case at the reservoir tube window corner.